Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal procedure, the surgeon was able to press the green button on the two reloads, however both did not fire. A new device was used to complete the case. There was no injury.